Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the battery gauge was fluctuating. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 140-157 mg/dl.